Event description:
It was reported during visual inspection identified one cassette containing a particle. These cassettes are used for delivery of the controlled substances fentanyl citrate and ropivacaine hcl. Therefore, the cadd device cannot be provided. Staff described the particle as ¿an elongated, more clear than opaque particle,¿ similar to those previously observed.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.